Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Through follow-up with the health-care provider (via fax), we were only able to receive a copy of the operative report. A device history record review is currently in process. Device not returned.

Event description:
It was learned that the device was explanted after implant duration of approximately 230.6 months, due to mitral regurgitation.

Manufacturer narrative:
The device history record review could not be performed, as the serial number is not known in our system. It is possible that the serial number provided is incorrect or misreported.